Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Device was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was flashing and insulin pump was not working anymore. Customer¿s blood glucose level was unknown. Customer did the self test but insulin pump was still flashing. Insulin pump will be returned for analysis.